Manufacturer narrative:
(B)(4). The generator was tested and found to have high output on the bipolar side. The unit was repaired and returned to the customer. No corrective action was taken because a review of this failure identified it as an isolated occurrence.

Event description:
The customer reported, the generator output was high. On evaluation of the generator, it was found that the bipolar output for the 70 watt setting measured 130 watts.